Manufacturer narrative:
Based upon the clinical assessment, the reported event is inconclusive and could not be confirmed due to lack of information. A design of manufacturing root cause for the reported event was inconclusive based on the available information. Factors that may have contributed to the event include: product use was incongruent with the IFU due to an aortic neck of less than 15 mm; and, the near 180 degrees angulation of the left iliac artery; thrombus and some calcifications at the aortic neck; and patient inferior mesenteric, and lumbar arteries.

Event description:
Secondary procedure was done (B)(6) 2015. A palmaz xl stent was added followed with a suprarenal aortic extension and a snorkel of the right renal artery with a 6x5 viabahn. Final angio revealed exclusion of aneurysm. Patent tolerated procedure well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015, w/a bifurcated, an infrarenal and suprarenal aortic extensions. Upon follow up, computed tomography revealed a potential type 1a and 2 endoleaks. Physician has yet to seal the endoleak.